Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-01393. Additional information obtained identified the patient's stimulation was restored and therapy was effective.

Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 3006705815-2018-01393. It was reported the patient was not receiving effective pain relief from the scs system. X-ray taken revealed one of the patient's scs leads had migrated. Consequently, the patient's physician replaced both of the patient's scs leads.